Event description:
A customer reported receiving a cgm error 42 related to their continuous glucose monitor sensor. There was no adverse impact to the customer's blood glucose level as it was not reported or mentioned. The customer contacted technical support and was guided through a pump reset process, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.